Event description:
Reportedly the pacemaker involved in this MDR report was implanted on (B)(6) 2011. During the control one day after implantation, absence of atrial pacing was observed. The ventricular lead worked perfectly (detection: 15mv; threshold: 0.5v; impedance: 650 ohms). An x-ray revealed an atrial lead dislodgment. A reintervention occurred on (B)(6) 2011 to reposition the atrial lead. After the intervention, it was confirmed that the atrial lead worked properly. Although the ventricular lead parameters were normal at the beginning of the interrogation (detection: 12 mv; impedance: 632 ohms), during the tests, ventricular detection was about 9 mv in bipolar mode but there was no detection in unipolar mode and impedance was higher than 3000 ohms and it was impossible to obtain correct values even after several tests. Absence of ventricular pacing was observed in bipolar and unipolar configuration. The ventricular lead was checked and the x-ray didn't reveal any movement of the ventricular lead. It was reported that the ventricular lead was kept plugged during the reintervention. The physician decided to change the device and to return it for analysis. A new pacemaker was successfully implanted.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.